Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from the creatinine module of the synchron lx 20 clinical chemistry system. Customer reported that no erroneous patient results were generated. Customer reported that there was no adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified the leaking fluid as creatinine reagent. The fse replaced a leaking creatinine reagent syringe per established procedures. To date, customer has not contacted bec regarding further leak from the creatinine reagent module.

Manufacturer narrative:
(B)(4).